Manufacturer narrative:
(B)(4). A visual inspection was performed on the received pictures. No issues were found. The received pictures show only the involved component. A dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer at the time of this report. A device history record review could not be conducted since the lot number was not provided. No corrective action can be established at this time, since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the pictures and information provided. In order to perform a proper investigation, and determine the source of the alleged defect, it is necessary to evaluate the sample involved on this complaint. If the device sample becomes available at a later date this complaint will be updated with the evaluation results.

Event description:
The customer alleges that there is a disconnection issue with the teleflex device and a vyaire product. No report of an injury or impact to the patient.